Event description:
Device 5 of 5 reference MFR. Report#: 3006705815-2019-00758; reference MFR. Report#:1627487-2019-02813; reference MFR. Report#:1627487-2019-02814; reference MFR. Report#:1627487-2019-02815.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 5 of 5: reference MFR. Report#: 3006705815-2019-00758; reference MFR. Report#:1627487-2019-02813; reference MFR. Report#:1627487-2019-02814; reference MFR. Report#:1627487-2019-02815. It was reported that the patient experienced an infection. As a result, the patient's system was explanted in (B)(6) 2017( the exact date of explant is unknown). It was unknown if the infection was resolved, however the patient had (B)(6) during the scs re-implantation.